Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis and that "my pump failed." Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.